Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Bg was addressed by the customer drinking orange juice. The cause of the bg level was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. No irregular bolus requests were made. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause basal rates to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.